Event description:
Note: the event date is unknown. The complainant has reported that a patient (gender unk) underwent a therapeutic procedure to place a wallflex enteral duodenal endoprosthesis for treatment of duodenal infiltration of pancreatic cancer. The clinician noted a break of the delivery sysem when difficulty was encountered during the stent deployment. The patient anatomy was not tortuous. The procedure was completed with another of the same device. The patient did not sustain any complications or ill effects as a result of the deployment issue. This device is not currently marketed or approved for sale wtihin the united states. Bsc's similar product marketed in the us is the wallstent enteral endoprosthesis.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analyisis is not available, and we are unable to determine the relationship between this device and the cause for this event.